Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022.aproximately three months after implant, the patient reported discomfort with the location of the implant and requested a revision be performed. While the patient was waiting for the procedure, connectivity issues were reported between the implanted pulse generator (ipg) and the external therapy disc. On (B)(6) 2023 a full system explant was planned. During the explant surgery it was noted that the ipg had flipped horizontally, likely causing the connectivity issues.